Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 267 mg/dl and 63 mg/dl. No adverse event reported. Alleged test strips were discarded.